Event description:
It was reported that during preparation for an unspecified procedure, the technician inspected the product and found "a burr" on the very tip of the device. They used another of the same device to finish the procedure.

Manufacturer narrative:
.